Manufacturer narrative:
Additional quality control testing of reserve product showed the product met the acceptable criteria for suture pull-out strength testing and thermal transition determination.

Event description:
Customer reported the duramatrix suturable (dms) product was used on a patient in three spearate instances. The product was first implanted in a patient for a spine case on (B)(6) 2023. Adherus was sprayed over the top of the dms. The nature of spine case was requested but not provided. The patient was brought back to surgery on (B)(6) 2023. The surgeon noted the dms was still sutured around the perimeter of the graft, but the middle was "split" open. The surgeon indicated the graft was friable, and attempted to suture the pieces back together. Adherus was sprayed over the graft, surgicel was placed over the top, and more adherus was sprayed over the surgicel. No new dural graft was implanted at this time. The patient was brought back to surgery again on (B)(6) 2023. The nature of the surgery and reason for bringing the patient back was requested not provided. The surgeon explained the dms graft was "friable and fell apart when manipulated with instrumentation." Type of instrumentation used was requested but not provided. The dms graft was removed and replaced with another dms. The same item number and same lot number used during the initial surgery on (B)(6) 2023 was used during this surgery on (B)(6) 2023. Adherus was sprayed over the graft. The patient was brought back to surgery for a third time on (B)(6) 2023. The nature of the surgery and reason for bringing the patient back was requested but not provided. The surgeon noted the dms graft was still secured around the perimeter with sutures, but there were two "weep holes" in the graft. Adherus was sprayed over the top of the graft. A duramatrix onlay graft was placed over the top. It was explained the patient was found to have high csf pressure and a shunt was placed. Information and clarification was requested from the customer, including: details surrounding the original spinal procedure and all of the follow-up procedures, the reason for the multiple follow-up procedures, if there were any surgical dealys, clarification on when the high csf pressure occurred and the current patient status. No further information has been provided by the customer.

Manufacturer narrative:
Additional quality control testing of samples is pending.